Manufacturer narrative:
Insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime/compromised force sensor system, and excessive no delivery test. The no delivery alarm functioning properly. Insulin pump was programmed with bolus deliveries with the test reservoir including the test infusion set inside the reservoir compartment and the liquid exited properly through test infusion set. Insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, cracked case at the reservoir tube window corner, cracked reservoir tube window and minor scratched lcd window.

Event description:
The customer's mother reported via phone call that the insulin pump was not delivering insulin. The customer's blood glucose level was 563 mg/dl. The customer had fruity breathe and was urinating. The customer treated her high blood glucose level with the insulin pump and manual injections. The customer had the stomach flu two weeks ago and was hospitalized on (B)(6) 2016 for a diabetic ketoacidosis. Customer's blood glucose level was 714 mg/dl. The customer was placed on insulin drip. The high pressure test failed twice. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed the displacement accuracy test.